Event description:
Caregiver was called to the customer's home because they were uresponsive, pt caregiver tested customer's blood glucose and received a reading of 315 mg/dl. Customer was given orange juice. The paramedics arrived and tested with an accucheck meter with a result of 76 mg/dl. They gave the customer glucose after which they got a reading of 106 mg/dl with the accucheck and 58 mg/dl with the freestyle.